Event description:
During an l4-s1 posterior lumbar fusion on a (B)(6) female, a novel sd peek cage fractured upon insertion at the inserter/cage interface. The detached fragments were removed from the surgical site without issue via pituitary forceps. The surgeon was then able to properly position the remainder of the cage in the patients l4-5 disk space. No additional surgery was required. No patient complications were observed.

Manufacturer narrative:
Additional information provided by the sales rep indicated the disk space was prepared using a 6mm and 8mm smooth distractor paddles and subsequently scraped with an 8mm shaver. Pedicle screw distractor was used to distract the space prior to impacting the cage. The surgeon does not use trials and routinely prepares the space in this manner. Surgical technique (lit-83194) instructs the user to insert a trial upon completion of endplate preparation. Trials are closely matched to the height, lordosis and footprint of the implant. Trials should be used when deciding the appropriate implant to use during surgery. These trials are designed to minimize the risk of damage to the implants during a procedure while also helping the surgeon to identify the best implant to use.